Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with normal operating currents. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high ketones. The blood glucose reading was over 400mg/dl. It was stated that the customer had been vomiting and could not keep anything down. Troubleshooting was performed. The time was an hour off. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. No further information was provided.